Event description:
A customer contacted haemonitics on (B)(6) 2008 to report a blood spill and a burning smell coming from an orthopat machine. No injury or reaction noted. Upon eval a blood spill was found inside of the machine. All contaminated and damaged components were replaced. The machine is now ready for use.

Manufacturer narrative:
Upon eval, a blood spill was found inside of the machine. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).